Event description:
Boston scientific received information that right atrial (ra) lead was accidently dislodged by a physician during a change out procedure. The lead was in the way while the physician was extracting other products, so it too was also explanted, despite some removal difficulty and was successfully replaced. The lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned and the allegation of dislodgement could not be confirmed through testing. Some induced damage was noted as melted insulation from electrocautery was noted 178 and 223 millimeters from the terminal pin. However, no further testing or detailed analysis was performed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.